Manufacturer narrative:
The device has been returned but the evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results for all channels conform to the target levels established by the french regulation of (B)(6) 2016 with a number of revivable microorganisms less than 1 cfu/endoscope and less than 1 cfu/100 ml. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel, auxiliary channel, and erector channel. Detergent used is aniosyme x3. Model number of the brushes used for manual cleaning is nova clean cj-kedb-230-06. Other information of manual cleaning is not provided. Automatic endoscopy reprocessor (aer) device is etd 4. Detergent used with it is olympus endodet and disinfectant used is olympus endodis. The device is stored vertically in a drying cabinet. Maintenance of the device is by olympus. The device was not sterilized.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Correction to olympus third party culture results: the following was result of the culture test, performed at the third-party labs, provided from olympus: sampling from: distal end. Cfu: 1cfu. Bacterial identification: gram positive bacteria. This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the key top 1 marking was unclear, the seat holder unit was corroded and there was wear and tear of the biopsy channel. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.